Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint glass lens on the olympus trueview telescope broken was confirmed. Based on the results of the investigation, it is likely the glass lens on the olympus trueview telescope broken due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the glass lens on the olympus trueview telescope was broken. According to the initial reporter, this event had no patient involvement.